Manufacturer narrative:
The device was returned to the resmed technical service center in (B)(4) for evaluation. The evaluation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed a battery alarm indicating that the internal battery communication was lost. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was received by the resmed manufacturing facility in sydney, australia and an extensive engineering investigation was performed. The investigation determined that the battery fault was due to a software problem. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).